Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unconscious due to low blood glucose. The customer also reported that emergency medical services were called to treat her. The customer's blood glucose was 59 mg/dl at the time of incident. The customer's blood glucose was 153 mg/dl at the time of call. The customer stated that the emergency medical services gave her IV glucose to revive her. The customer treated her low blood glucose with peanut butter and jelly and juice that made her blood glucose went up to 240 mg/dl. The customer stated that she felt nauseous and got sick prior to the event. The customer stated that her blood glucose was 149 mg/dl before her blood glucose went low. The insulin pump will not be returned for analysis.